Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving baclofen 4000 mcg/ml at 1612 mcg/day via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported the patient complained of increased spasticity. A dye study/catheter access port (cap) study was performed on (B)(6) 2016, which revealed the catheter was fractured. It was unknown if this was a gradual or sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.